Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The unit was analyzed and functional testing was performed using the system platform, and the unit powered on and successfully cauterized across all ports and instruments without issue. A review of the erbe internal log also revealed m-0b. The complaint was not confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the customer had continuous errors from the neutral pad when attempting to use the monopolar cautery instrument. The customer was able to use the monopolar instrument for the procedure, but it was not specified if the procedure was completed with the original erbe or not. There were no reports of patient injury.